Event description:
It was reported that the customer had a displayable history check failed on startup alarm on the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: unit confirm a47 alarm at alarm history file due to corrupted history file. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.